Event description:
As part of a legal mediation effort, on (B)(4) 2013 intuitive surgical, inc. Received information including the medical records of a patient who was about to undergo a da vinci si hysterectomy and bilateral salpingo-oophorectomy, when the patient's aorta was damaged during placement of a 12 mm trocar for the camera port on (B)(6) 2011. The patient's operative report (op) indicated that the surgeon immediately made the decision to start an exploratory laparotomy, which revealed that the patient's aorta was damaged. A vascular surgeon was consulted for evaluation and repair of the patient vessel. After the repair was completed, the procedure was completed using open surgical technique. There was no statement in the op report that a malfunction of the da vinci surgical system, instruments or accessories occurred that caused or contributed to the injury sustained by the patient. The open procedure was completed and there were no other complications encountered. The patient was transferred to the intensive care unit in stable condition. The op report concerning the repair of the patient's iliac indicated that the surgeon repaired the damage to the patient's vessel using suture and after the closure there was no bleeding. Reportedly, a complete inspection of all other areas was performed and there was no evidence of significant bleeding. Per the information indicated in the patient's consultation report, during the patient's post-operative care the patient's hemoglobin was found to be 3.5. Reportedly the family declined to undergo a blood transfusion due to religious beliefs. It was reported in the patient's discharge summary that during the patient's postpartum hospital course, 5 days post op the patient continued to improve. Her workup for possible infections were all negative, which included continued monitoring of her temperature, physical exam and CT scan of the abdomen and pelvis. The patient was discharged from the hospital on (B)(6) 2011 in stable condition.

Manufacturer narrative:
Based on the information as indicated in the patient's op report, it has been concluded that the injury sustained by the patient was not due to a malfunction of the da vinci surgical system, instrument or accessories, but was rather caused by the surgeon's technique while attempting to create the camera port site incision. If additional information is received regarding this report, a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: during creation of a port site while placing a 12 mm trocar, the patient's aorta was damaged.